Manufacturer narrative:
Device evaluation: video was provided for evaluation. Review of the video showed a leak from the bonding of the asv, a second video showed no visible leaking, but it was observed to be wet around the valve and a third video showed the tube was easily detached from the asv. Additionally samples were received for evaluation. Visual inspection of the sample showed no visible defects or damage. Functional testing involved a pull test. The two samples tested failed the test and the results were not within specification. One possible, but unconfirmed, problem source was listed as incorrect application of solvent, tubing not fully dipped into the solvent pot.

Event description:
Information was received that during use of this smiths medical cadd administration sets, the sets leaked at distal end was noticed. No adverse effects were reported.